Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to generator change due to normal eri, the device was checked and oversensing of atrial lead noise observed. No other electrical anomalies were observed. The physician noted the lead could not be easily extracted and elected to continue to use the lead. A new device was implanted and was reprogrammed to avoid tracking of atrial lead noise. The procedure was successfully concluded and the patient was doing well.